Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 225cc saline prosthesis, catalog #3501630. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent breast augmentation revision with a mentor smooth round moderate profile 225cc saline prosthesis. Right sided deflation was observed by visual examination on (B)(6) 2018. As a result, the bilateral prosthesis replacement with 250cc saline prostheses was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/14/2018. Device evaluation summary: it was reported that a (B)(6) year-old patient underwent breast augmentation revision with a mentor smooth round moderate profile 225cc saline prosthesis. Right sided deflation was observed by visual examination on (B)(6) 2018. Upon receipt by mentor, the device returned without fluid. White material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. Also, was noticed several creases on both views of the implants. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).